Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-08154. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a failed mixing pump, floor reported not cooling and 113(reduced water temperature control) alert, device had 1776 hours, sending biomed 2k preventive maintenance quote. Per sample evaluation results on 24feb2025, control panel came in disconnected, plugged back in and froze, used u.I. To continue decon. Per follow up information received via phone on 03mar2025, spoke to biomed, who confirmed device was returned. They were unable to provide which unit the device came from. No information on patient involvement.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a failed mixing pump, floor reported not cooling and 113 (reduced water temperature control) alerts, device had 1776 hours, sending biomed 2k preventive maintenance quote.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Control panel came in disconnected, plugged back in and froze, used u.I. To continue decon. Re-connected control panel to unit. Unit powers on and control panel boots up to normal function. Power down unit. Unit powers on for 2nd time and control panel boots up to normal functions. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves. Tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a failed mixing pump, floor reported not cooling and 113 (reduced water temperature control) alert, device had 1776 hours, sending biomed 2k preventive maintenance quote. Per sample evaluation results on (B)(6) 2025, control panel came in disconnected, plugged back in and froze, used u.I. To continue decon.